Event description:
Customer reported the battery was not holding a charge, requiring daily charging, and the pump was delivering inconsistent insulin doses. Alarms were frequent and tubes were detaching. There was no adverse impact to the customer¿s blood glucose level reported. The customer stopped using the pump and declined further troubleshooting assistance.